Event description:
It was reported that this pacemaker exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. It was noted that the product was in unipolar mode and no asystole was observed. Technical services (ts) were contacted and reprogramming efforts were recommended. The device was programmed to bipolar mode, however, myopotential was observed. No additional adverse patient effects were reported.